Manufacturer narrative:
D4: lot number updated from unknown to 0025264693. Device evaluation by MFR: synergy ii us mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the results were within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found the laser-cut region fractured 109cm distal to the distal end of strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment; however, during procedure, it was noticed that there was blood in the inflation device and the delivery system was fractured. The device was removed safely and the procedure was completed with a different device. No patient complications were reported and the patient outcome was good.

Manufacturer narrative:
D4: lot number updated from unknown to 0025264693.

Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment; however, during procedure, it was noticed that there was blood in the inflation device and the delivery system was fractured. The device was removed safely and the procedure was completed with a different device. No patient complications were reported and the patient outcome was good.

Event description:
It was reported that shaft break occurred. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment; however, during procedure, it was noticed that there was blood in the inflation device and the delivery system was fractured. The device was removed safely and the procedure was completed with a different device. No patient complications were reported and the patient outcome was good.